Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the patient experienced an arterial injury during the puncture of the device. There was a massive bleeding (4265 ml) occurred from the area near the sacrospinous ligament. Blood transfusion and hemostatics were subsequently performed. The procedure was then reportedly cancelled.